Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-mar-2026, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump would be set at 30 or 40 pressure and would go up to 100 on its own. They had to manually go back to set it at 30 or 40. This was discovered during a procedure with no patient harm. Additional information provided 13-apr-2026: it was further reported that this was discovered during an acl procedure. The case was completed with another pump. No extravasation/overpressure was reported.